Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the probable cause of the reported event could not be determined as there was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a diagnostic gastroscopy procedure a b30 scope communication error occurred with the gastrointestinal videoscope, and the screen went black in the middle of the examination. The procedure was completed with a replacement device. There were no reports of patient harm.